Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and the low blood glucose event. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone14.7 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore the pod on the arm for between 1 to 4 hours when elevated blood glucose (bg) was noted. The patient observed that the cannula was not fully inserted and insulin was leaking, with adhesive deterioration at the lower edge of the pod site. After applying a new pod, the patient experienced low bg, measuring 85 mg/dl and dropping slightly lower, which led to seeking medical attention. The patient was evaluated on (B)(6), 2026, and discharged the following day on (B)(6) 2026. Testing showed no abnormalities, and the patient underwent a heart catheterization as part of the treatment provided. The patient confirmed routine site rotation, and a new pod was successfully applied.

Manufacturer narrative:
For report ref# 3014585508-2026-16744-01, the additional MFR narrative should include that the physical device was not returned.

Manufacturer narrative:
Cloud data from the user for the period of 24feb2026-26feb2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was used primarily in automated mode during this period. The phb data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The value of 85 mg/dl reported by the user was not seen in the available cloud data on 25feb2026. The lowest value seen on 25feb2026 was 94 mg/dl at 07:55. No evidence of issues with insulin delivery or of any other issues with the system were observed in the available cloud data. From the available cloud data, it could not be determined if the cannula properly inserted or if the pod was leaking during wear. The exact cause of the reported event could not be determined.